Event description:
Report received from the use stating the device has "holes in the hose." The reporter could not clarify if the device was used in surgery. It was unk to the reporter if injuries or medical intervention were reported. There was no additional information.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the reported condition was duplicated. Evidence indicates this is due to improper handling. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.